Manufacturer narrative:
As the lot number for the device was provided, a review of the device history records is currently being performed. The device has been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. (Expiration date: 08/2025).

Event description:
It was reported that during an angioplasty procedure, the pta balloon allegedly had deflation issue. It was further reported that the balloon was allegedly difficult to remove. The procedure was completed using another device. There was no reported patient injury.

Manufacturer narrative:
H10: manufacturing review: a manufacturing review was not required as this is the only complaint reported to date for this product and lot. Investigation summary: one vaccess pta dilatation catheter was returned for evaluation. During visual examination, no specific anomalies were discovered. On functional testing, negative pressure was applied and the balloon was completely deflated; additionally, the catheter's inner guide wire lumen and the in-house sheath were flushed. Then, an in-house guide wire was inserted without any issue, and then the catheter was able to insert into the in-house sheath with resistance due to the device condition. Further, the balloon was inflated up to 8 atm and deflated within 9 seconds, which was within the acceptable limits of the product performance specification of the device. Then the balloon was able to retract through the sheath without any issue. No other functional testing was performed. Therefore, the investigation for the reported deflation problem is unconfirmed, as during functional testing the balloon was able to inflate and deflate without any issue, and the time taken for the deflation was also within the acceptable limit as per the product performance specification. The investigation is also unconfirmed for the reported removal difficulty through the sheath, as the returned catheter was able to insert and retract out through the in-house introducer sheath during functional testing. A definitive root cause for the reported deflation problem and removal difficulty through the sheath could not be determined based upon the provided information. Labeling review: a review of product labeling documentation (e.g., procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) did not find any product labeling inadequacy. H10: d4 (expiration date: 08/2025), g3, h6 (method). H11: section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during an angioplasty procedure, the pta balloon allegedly failed to deflate fully. It was further reported that the balloon was allegedly difficult to remove through the sheath. The procedure was completed using another device. There was no reported patient injury.